Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. The reason for the revision reported may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. D10: 4159884 204-34-02 - fluted stem extension 25l x 14 mm. 4279787 200-02-32 - three peg patella 32mm. 4285661 204-70-00 - tibial stem ext. Screw.

Event description:
As reported, approximately 7 years and 1 month post the initial left total knee arthroplasty, this case was scheduled as just a poly exchange due to the recall. Once the surgeon dissected down he realized the femur was falling off and there was lots of osteolysis, so he revised to competitor's devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.